Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician got shocked during cautery use, while placing a magnet over the device. The physician stated that he was unaware of needing to deactivate the device when using cautery so close to the ICD can.